Manufacturer narrative:
Pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The pump was also received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump was received with scratched case, broken battery tube threads, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that she fell into a river last week of february. The customer reported a crack on the battery compartment of the pump. The product was returned for analysis.